Manufacturer narrative:
The exact date of the event is unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced and two leads were added. The patient was still recovering after the surgery and the explanted ipg was discarded.